Manufacturer narrative:
It was indicated by the end user that the reported defective device is available to the manufacture for eval; however, to date, the device has yet to be received. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a f/u medwatch. (B)(4).

Event description:
Received on (B)(6) 2010 via an end user medwatch, while performing a left fistulogram, venous angioplasty, "a micropuncture access needle was used to perform the puncture and the guide wire that came with it apparently kinked around the end of the needle. This was exchanged for a 4-french sheath; however, upon removing the wire, it became readily apparent that it was unraveling and splitting in two. The piece of the wire was seen to tear off as the rest of the wire came through the catheter. The wire was successfully removed with a stone retrieval basket under direct magnified visualization. There was no pt injury."